Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. Physio-control provided technical assistance. Physio-control has made multiple attempts including written correspondence to contact the customer regarding the status of their device but has not been successful. It is unknown if the customer will be replacing or repairing the device or returning it to physio-control for an evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.